Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
Customer reported receiving an error 6 message on her precision xtra meter. The customer reports waking up feeling dizzy and falling down. Customer called paramedics and was treated with a banana and some orange juice to bring her sugar back up to normal level. It is unclear if the event occurred in 2007.